Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event where infusion set was leaking at quick release on 21-jun-2024. The infusion set was used for one day. The blood glucose level at the time of event was 450 mg/dl. The patient chnaged the infusion set. No further information was available.